Event description:
It was reported that the external pulse generator (epg) displayed a self-test error message when powered on. The biomedical engineer (be) received the epg with the error message displayed. The error cleared when the battery was removed and replaced. The be was able to "force" the error message and subsequently clear it. This was completed "multiple times" and each time the epg powered up without any issues. The epg was placed back into service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).